Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer navigated to the bolus menu of the pump, the blood glucose (bg) values did not auto-populate in the bg menu of the pump. Customer's blood glucose was 146 mg/dl. Reportedly, customer continued to use pump for insulin therapy.